Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- h6 codes(probem).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: g4, h6(clinical code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the purge valve assembly and the expired batteries to resolve the issue. Repair completed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Event description:
N/a

Event description:
It was reported that before use cs100 intra aortic balloon pump(iabp),required battery replacement and fault repair. There was no patient involved.

Manufacturer narrative:
Due character limit e1. Contact person name- (B)(6). Supplemental report will be submitted upon completion of our investigation.